Manufacturer narrative:
Additional information provided in h.11. This report is a duplicate of manufacturer report number 1119421-2025-02619. No additional reports will be filed under manufacturer report number 1119421-2025-02611. Any further information received will be documented under manufacturer report number 1119421-2025-02619. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the company cartridge broke, damaging the lens at the time of implant placement. The surgery was completed using a new cartridge and iol, with no harm to the patient. Additional information was requested.